Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to forget bluetooth device from smart device and re-initiate pairing process, which was successful. No additional patient or event information is available.